Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Difficulty to deploy the plunger was not confirmed. Factors that may contribute to difficultly deploying the plunger and needle to cuff miss/suture retrieval issue include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A femoral angiogram was not performed. The perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The proglide device was removed against resistance. The IFU states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional percutaneous coronary angioplasty procedure. A femoral angiogram was not performed to verify the location of the puncture site. Reportedly, the proglide plunger was difficult to deploy, force was applied. The patient reported pain. After the proglide plunger was removed, the suture was not connected to the needle. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.